Event description:
The pt reported that he has been experiencing unspecified "withdrawal" symptoms. The pt further stated that the hcp moved without notice and he has been trying to locate a new primary hcp. The pt's last refill was in march and the pump alarm has been audible for the past two weeks. The pt also reports that he went to the ER and they "gave him shots." A follow-up report will be sent if add'l info becomes available.